Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/04/2019.

Event description:
The customer reported that the ventilator is running from internal battery only. There was no patient involvement. The customer identified that the power cord was defective so technical support advised to replace it. The customer reported that replacing the power cord resolved the problem.